Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed the upstream occlusion message during therapy (dose, programmed amount and delivery rate unknown) at the intensive care unit of the hospital. The patient allegedly experienced profound hypotension (40/20) due to the interruption of the vasopressin and phenylephrine. There was no known medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion alarms which were not reproduced. Upstream occlusion alarms found in the event history log review on the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. Upstream occlusion alarms were verified through a review of the event history log and found to be caused by out of specification ultrasonic sensor values. The ultrasonic sensor was recalibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.